Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument had broken cable. An instrument was removed and replaced. The surgeon looked around the patient abdomen for any possible pieces however did not see any. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary complaint of broken grip cable to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Visual inspection inside the housing did not exhibit any damage. The root cause of the broken grip cables at distal instrument is attributed to a component failure. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/lot number k14220110 0585) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 2 uses remaining after the last procedural use. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had broken cable. It was unknown if there were any fragments that fell into the patient during the procedure. While there was no report of harm or injury to the patient, and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.